Manufacturer narrative:
The device was not returned to bd for evaluation. The investigation is inconclusive for failure to infuse as no sample was returned. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk powerline chronic catheter allegedly experienced failure to infuse. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.